Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited under-sensing of p waves. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of a signal that looked like an under-sensed p-wave was confirmed. Based on the information provided, it was determined that the signals that appeared like under-sensed p-waves on the programmer were artifacts of the telemetry events from the ventricular lp. No anomalies were detected.

Manufacturer narrative:
The reported event of under-sensing was not confirmed. Based on the information provided, it was determined that the signals that appeared like under-sensed p-waves on the programmer were artifacts of the telemetry events from the ventricular lp. The implantable device was performing per design and no anomalies were detected.